Manufacturer narrative:
Results: the cat8 was ovalized approximately 114.5 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a distal tip ovalization. If the cat8 is forcefully gripped or pinched during use, damage such as a distal ovalization may occur. This damage likely contributed to the reported no aspiration during the procedure. During functional testing, a slow aspiration was observed from the cat8 while attempted to aspirate water through the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the inferior vena cava (ivc) using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician advanced the cat8 through the sheath into the target location, then initiated aspiration. Halfway through the procedure, no aspiration was observed and subsequently, the physician decided to remove the cat8. Upon removal of the cat8, the physician noticed that the distal end of the cat8 was ovalized; therefore, it was not use for the remainder of the procedure. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.